Manufacturer narrative:
Initial

Event description:
It was reported that the user disconnected the ilet pump to shower and did not reconnect the infusion set for approximately 45 minutes, after which capillary glucose was 312 mg/dl; the user denied leaks or infusion set issues, replaced the dexcom g7 sensor, and was advised on proper reconnection of the infusion set and cartridge handling. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the cannula and infusion set reconnection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.